Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 19 days following the implant of a transcatheter aortic valve, the patient experienced a sudden onset of heart failure symptoms. The patient presented to the hospital where an angiogram was performed and revealed that the valve had migrated into the left ventricle at a depth of 20-25 millimeter's (mm). Subsequently, the patient was hospitalized and was evaluated for a valve replacement. Per the physician, the valve contributed to the patient symptoms.